Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station not communicating. A field service engineer replaced the t-controller circuit board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.